Event description:
A report was received that a patient had underwent 2 ipg revisions. The first was for a pocket relocation due to pain and a burning sensation at the pocket site. The second was for an ipg replacement due to difficulty charging.

Event description:
A report was received that a patient had underwent 2 ipg revisions. The first was for a pocket relocation due to pain and a burning sensation at the pocket site. The second was for an ipg replacement due to difficulty charging.

Manufacturer narrative:
A review of the manufacturing documentation of the explanted ipg found that no anomalies or deviations potentially related to the event occurred during manufacturing.